Event description:
Healthcare professional reported via nbir right side capsular contracture, baker grade iii, change shape/size/style, ptosis. Device status unknown.

Manufacturer narrative:
The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported via nbir right side capsular contracture, baker grade iii. Device has been explanted and replaced with a non-allergan device.